Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda appears to be due to challenging imaging. The cause of the reported difficult imaging could not be determined. The recurrent tricuspid regurgitation was a cascading event of the slda. The reported patient effect of tricuspid regurgitation, as listed in the eifu, is a known possible complication associated with triclip procedures. The reported minor injury/ illness / impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grad e4 tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully placed on the leaflets, shortly after deployment a single leaflet detachment (slda) was visualized. The procedure was discontinued shortly after due to poor imaging. The final tr remained at grade 4. There were no clinically significant delays or adverse patient effects reported.